Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm occurred during basal delivery. It was reported that the customer experienced an elevated blood glucose (bg) level of 200-533 mg/dl. Cause was due to malfunction interrupting insulin delivery. A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.